Event description:
It was reported that during the implant procedure, the physician inserted the v-lead in the cephatic vein. He found that the cephatic vein was too narrow and pulled the lead to do a subclavian puncture. The physician observed that the lead was damaged and the helix was not turning. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the lead has been stretched so the inner tubing was buckled preventing the helix from functioning properly. Lead stretched full lead.